Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found that door impact caused misalignment of the door. They readjusted the door and system functions within specification. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door was closed but the pendant is stating door open. No patient was present at the time of the event.